Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the emergency room after device had delivered inappropriate atp and hv therapy. Review of electrograms indicated atrial undersensing. Device was reprogrammed and was resolved. Patient condition was stable.